Event description:
It was reported that during intertan short nail operation when medial cortex reached with screw shaft a lot of resistance was met. The trigen t handle kept disengaging from the long screw driver as multiple attempts to fully seat the screw failed. Surgeon eventually abandoned seating screw. Wounds closed. Dressings applied. The driver was isolate and send for analysis to company as feel it should not have disengaged from t handle.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical medical evaluation states that this complaint from australia reports that a trigen t handle kept disengaging from a long hex-driver. After multiple attempts and trying other handles the surgeon chose to abandoned the seating screw and closed the wound. The impact to the patient cannot be determined with the limited information. It is unknown how much of a delay was incurred during this issue. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.